Event description:
Healthcare professional reported patient was injected by another healthcare professional with unspecified juvederm. Patient developed an inflamed area and an abscess which the reporting healthcare professional "has had to drain."

Manufacturer narrative:
Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. The events of inflammation and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.